Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of carelessness and peritonitis in a male patient (born in 1976) coincident with dianeal ambuflex (dianeal low calcium) therapy. On an unreported date, the patient began treatment with dianeal ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis due to carelessness (onset not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed. On (B)(4) 2012 gpv followed up with the pd registered nurse (rn). The pdrn confirmed the patient experienced peritonitis on (B)(6) 2012. The culture result came back no growth. The rn reported the patient was not on any antibiotics prior to cause the no growth. The patient was treated with ancef. The patient was hospitalized from (B)(6) 2012. Outcome: the patient was reported to be recovered on (B)(6) 2012. The rn confirmed the patient is still on pd solutions. The rn confirmed the cause to be touch contamination, the patient has pt been retrained. No further information was provided and the rn declined further follow up.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore, the 510k number is unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.